Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: exact age not provided, the mean age was 65.6 (±11.6). Gender/sex: 46 males and 31 females. Date of event: unknown, not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date(s): exact dates not provided, bgi (baerveldt glaucoma implant) placed between 1/1/2015-6/30/2017. If explanted; give date(s): unknown, not provided. The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, no definitive response has been received. Dixon, m., moulin, t., margolis, m., palko, j., mortensen, p., conner, I., sheybani, a. (2019). Comparative outcomes of the molteno3 and baerveldt glaucoma implants. American academy of ophthalmology 3(1), pp. 40-50. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: comparative outcomes of the molteno3 and baerveldt glaucoma implants. A retrospective, nonrandomized, multicenter study was done to compare outcomes between 2 non-valved glaucoma drainage devices (gdds) - the molteno3 and baerveldt - used to treat refractory glaucoma or in patients with neovascular/uveitic glaucoma likely to be poorly responsive to less aggressive therapies. Baerveldt related postoperative complications reported in the study included persistently elevated iop of >21mmhg (n=26) and hypotony (n=4). It was also reported that five (5) eyes required reoperation for glaucoma. Besides re-operation, other interventions reported in the study included addition of pressure-lowering medications, diode cyclophotocoagulation, or adding a second gdd. This report is for model bg103-250 adverse event. A separate report is being submitted to capture the reported bg101-350 adverse event.